Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. On (B)(6) 2012 the patient underwent mesh revision/removal due to erosion of mesh and failed mesh. On (B)(6) 2012 the patient underwent uterosacral vaginal vault suspension, cystocele repair, rectocele repair, enterocele repair and perineorrhaphy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.